Event description:
An astral device was returned to resmed for preventive maintenance. During maintenance, it was identified that the device failed the calibration flow test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The sensor main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).